Event description:
Patient reported left side "wound dehiscence" and "device fell out". The device has been explanted.

Manufacturer narrative:
The events of "extrusion" and "wound dehiscence" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wound dehiscence"; "device fell out".